Event description:
It was reported the patient experienced a hiatal hernia coincident with peritoneal dialysis therapy. The cause of the hernia was unknown. It was unknown if the hernia was pre-existing prior to the start of peritoneal dialysis therapy. The patient was hospitalized for surgical repair of the hernia and an unrelated medical condition. Additional treatment was not reported. The patient was discharged four days after admission. Peritoneal dialysis therapy was suspended prior to the surgical repair of the hernia, was resumed and was ongoing. At the time of this report, the patient was recovering from the hernia event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.